Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The patient presented with angina pectoris. The 90% stenotic, progressive, de novo, diffuse lesion was located in the mildly calcified and moderately tortuous proximal/mid left anterior descending (lad) coronary artery. Another manufacturer's 1.5mm x 15mm balloon catheter pre-dilated the lesion. Four inflations were performed at 18 atms for 5 seconds each. Another manufacturer's 3.0mm x 33mm drug eluting stent was implanted in the proximal/mid lad. The 15mm x 3.0mm quantum maverick monorail was inserted for post-dilation. Upon insertion of this device, the mid shaft bent. Upon withdrawal, the midshaft broke approximately 90cm from the distal tip. The procedure was successfully completed with another 15mm x 3.0mm quantum maverick monorail balloon catheter. No patient complications were reported. Patient status us reported as "stable".